Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument misfired. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument misfired, an investigation was completed to determine the cause of this reported event. Failure analysis could not verify or replicate the reported issue. The large hem-o-lok clip applier passed recognition and engagement tests. The large hem-o-lok clip applier moved intuitively with the full range of motion. The grips opened and closed properly. The large hem-o-lok clip applier instrument passed the clip test. The input disk was found broken. Hairline cracks were found on the grip input shafts. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The root cause is attributed to customer-induced issues including product misuse and recognition issues. The input disk damage is attributed to improper cleaning and reprocessing techniques. This complaint is considered a reportable malfunction due to the following conclusion: the large hem-o-lok clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.